Event description:
It was reported the capture threshold and pacing lead impedance had increased since last follow-up. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.